Event description:
It was reported that an atrial leadless pacemaker exhbited unacceptable mapping measurements during implant. Device also inadvertently moved after catheter deflection. Physician was concerned about patient risk if they were to implant the device. A ventricular leadless device was implanted instead. Patient was stable.